Event description:
A pump was not administering medication. Patient involvement is unknown. Volume to be infused and medication is unknown.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and an 100 ml infusion was run. The volume infused was 95.44 ml. The programmed volume was 100 ml. So, the flow rate deviation is -4.56%. The flow rate accuracy is within +/- 5% which meets the passing criteria. The reported issue is not confirmed.